Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to the site to test the equipment. The hardware, software, and instruments passed the system checkout. The system was found to be fully functional. The exams and logs were received and no issue was found. The issue could not be reproduced. No parts were replaced or returned to the manufacturer for evaluation.

Event description:
A medtronic representative reported that while outside of a procedure, the navigation system became unresponsive. The site was loading exams via disc and the system became unresponsive multiple times. The site rebooted and the issue occurred again. The site ended up burning two more discs to be able to load the exams. The system was functioning fine when the first disc was taken out of the drive. There was no patient present when this issue was observed.

Manufacturer narrative:
The software investigation found that the reported event was related to a software issue. This issue was documented in a medtronic navigation software anomaly tracking database.